Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with over 300 units of cold insulin. While troubleshooting with tandem technical support, customer declined to reload the cartridge, but indicated that they would monitor the insulin gauge. There was no reported impact to the customer's blood glucose level.